Event description:
Hill-rom received a report that a vest model 103 had white smoke and smelled. An engineering analysis concluded that the unit was functioning as designed. The alleged failure could not be duplicated.